Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. One year after elective endovascular aortic repair (evar) with initially good progress/behavior a progressive aneurysm sac was discovered in a routine check, with imminent rupture, an open conversion surgery to a tubular prosthesis was performed. Intra-operatively an infection was suspected. Cultures, pcr and histology were taken. In one culture mycobacterium abscessus was demonstrated, the histology showed a lymphocytic inflammation. The clinical diagnosis matches a chronic infection with mycobacterium abscessus, where it has to be mentioned that the germ came to the location of the later infection during the elective procedure. No additional clinical sequelae were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.